Event description:
Caller alleged discrepant results with inratio versus lab. Date: 2009, inr: 1.99, 2.3 and 3.5, lab: >7. Pt was in the hospital for a uti 3 weeks ago and is not on other medications other than coumadin. Pt has been on coumadin for more that 2 weeks. Pt does not have history of being anemic. Caller did a self test with meter and got result of 0.7 inr.

Manufacturer narrative:
For this eval, it is reasonable to use 7.0 for lab comparison result since the customer did not give an exact value (gave only a value of >7). Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: the mean of the inratio meter and comparative system inr were calculated. The inr values for tests 1 and 2 are not within the confidence limits for inr testing. The mean for test 3 is >5.0 and the difference between inr values is >2.2. The results for all three tests are considered discrepant within the context of the documented variability for inr testing. Product accuracy testing is required. Inratio precision data provided by end-user: first test inr= 1.9, second test inr = 2.3, third test inr = 3.5, mean = 2.567; sd = 0.833; %cv = 32.44%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Product precision testing is required. Manufacturer is attempting to get strip lot number from caller. Investigation is pending.